Manufacturer narrative:
Examination of the returned device confirmed thread fracture. The lead thread has damage consistent with the device being impacted prior to being fully assembled into its mating item. A search of the complaints databases did not identify a trend of product problem against the product/lot code combination or against the product code. The root cause is attributed to user technique/misuse. Product problem has not been identified and corrective action has not been indicated. Monitor trends through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument sheared off threads in situ upon use.